Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The returned sample was evaluated and found to have the triangular locking tab broken off the valve causing the safety cap not to lock on. No lot number was provided, therefore we are unable to perform a DHR (device history record). An evaluation of the complaint sample was able to confirm the reported failure mode. The locking tab on the valve assembly had been broken off. Though the investigation was not able to definitively confirm the specific cause for the breaking of the locking tab, the complaint investigation did note the potential for the locking tab to break should the end user try to snap (or click) the valve cover onto the valve assembly versus using a twisting method to secure the valve cover onto the assembly. Based on the observed potential for the locking tab to break on the valve assembly, a project has been initiated to redesign the locking tab on the pleurx valve assembly to minimize the potential for the locking tab to break should the end user try to snap the valve cover onto the valve assembly.

Manufacturer narrative:
(B)(6). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve was leaking - no connecting with vacuum bottle possible, access tip did not fit into safety valve. Patient was injured - pneumothorax. Safety valve had to be changed, after drainage was possible again. Q: can we find out how long the patient had the catheter before the access tip could not fit in the valve? A: difficult to estimate; the patient was registered with (B)(6) (who provides drainage systems for homecare) on the (B)(6) 2017, the implementation was done most likely a few days earlier. The event date is (B)(6) 2017. Q: approximately how many drainages had they already completed? A: since registering with (B)(6) , the patient received a delivery of 274 bottles for the 50-7500b system. Q: did they notice a difficult fit between the valve and tip prior to the time where they could not drain? A: unfortunately, (B)(6) has no information about this. When it was noticed that drainage is no longer possible, (B)(6) was informed and immediately recommended (using) the blue emergency clamp. The patient's/clinic call came only when the pneumothorax was noticed, the clinic has presumed that the valve was broken inside and this led to pneumothorax.